Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual inspection of the wire found that the spring tip is kinked and stretched. The wire is severely kinked in the middle, proximal, and distal sections. The outer diameter (od) of the wire was measured and found to meet specification.

Event description:
It was reported that the rotawire became stuck with the burr. The target lesion was located in the severely calcified vessel. A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, when trying to remove the device, the burr became stuck on the rotawire and it could not be removed. The burr and the wire were removed from the patient together. The procedure was completed with this device. No patient complications were reported and the patient's condition after the procedure was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the rotawire got trapped. The target lesion was located in the severely calcified vessel. A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, when trying to remove the device, the burr became stuck on the rotawire and it could not be removed. The device was removed together with the wire. No patient complications were reported and the patient's condition after the procedure was good.